Event description:
The pt is reportedly experiencing poor performance with the internal device and sound quality issues. Testing in 2006 showed that the device was functioning. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device is under consideration.